Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was found broken in the sterile processing department. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event is confirmed. Visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and a piece of the impactor pad has fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices have a potential field age of 6+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.